Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6), the reporter contacted animas, alleging a power (battery life) issue; reporter alleges that the pump alarmed for low battery right after a new battery was inserted into the pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of the black box showed frequent low battery alarms in the black box. The voltage was not low at the time of the alarms. During rewind a all service 078 alarm occurred. The pump was opened to find moisture damage on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.